Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a cracked tube adapter. No material appears to be missing. Additional observation not reported by site: the instrument was found to have thermal damage on the tube adapter. Thermal damage was observed inside the tube adapter. An in-house hook accessory tip was installed onto the tube adapter and electrical continuity test was performed and passed. The complaint regarding a broken tip was confirmed by failure analysis.